Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the excel t handles are cracked on the proximal white portion of the handle and are no longer usable. The stem adapters are ross threaded and will no longer thread properly and therefore compromised for future stem removal cases. The straight pinnacle cup impactors strike plates on the proximal portion have fallen off due to wear and tear over time. The 51mm grater head and dull due to wear and tear and no longer reams bone properly.